Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13674. An sjm representative reprogrammed the patient's system which provided the patient with effective stimulation coverage.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13674.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13674. It was reported the patient experienced ineffective stimulation due to lead migration. The leads were explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up revealed the patient's system is working and the patient receives stimulation. However the patient is sore therefore limited programming was completed. Patient is pending another programming session.